Event description:
It was reported by service report that the outer left siderail panel had through cracks with no sharp edges. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: outer left siderail panel with through cracks.